Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer of the bd plastipak¿ luer slip syringe was damaged and caused leakage during r&d testing. The following information was provided by the initial reporter: "during retains testing conducted in the r&d lab as part of situation analysis... Luer leakage failures were observed on a production lot of 20ml syringes... 1 failure was observed out of 25 samples tested by the lab technician using test method... "Luer leakage by pressure and vacuum decay... A visual inspection by r&d of the samples shows surface finish issues on the luer."

Manufacturer narrative:
H6: investigation summary: one photo received by our quality team for investigation. Upon visual inspection, is possible to confirm the presence of burrs in the luer due the barrel molding process which likely caused the leakage at luer, therefore the incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with alteration of resin in the molding compound. Corrective and preventative action was opened to investigate.

Event description:
It was reported that the luer of the bd plastipak¿ luer slip syringe was damaged and caused leakage during r&d testing. The following information was provided by the initial reporter: "during retains testing conducted in the r&d lab as part of situation analysis... Luer leakage failures were observed on a production lot of 20ml syringes... 1 failure was observed out of 25 samples tested by the lab technician using test method... "Luer leakage by pressure and vacuum decay... A visual inspection by r&d of the samples shows surface finish issues on the luer."